Event description:
A physician reported that the nail of a codman perforator ((B)(4)) came off from the main body during procedure (burr hole surgery). The procedure was completed with a replacement product available. No surgical delay. According to information provided, it is unknown if any actions were implemented when the device came off. It is also unknown if an x-ray was taken to assure no parts were left in patient. The reporter states it is unknown the manufacturer of the drill used with the perforator. It is also unknown if the perforator clicked in place in the drill and if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the codman perforator (ID (B)(4)) was returned for evaluation. Device history record (DHR) ¿ there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the returned unit was found to have a proud weld upon visual inspection. A poor or inadequate welding can lead to disassembly of perforators. Root cause analysis ¿ the complaint was confirmed, the unit was found to have a proud weld, and this is the likely cause of the perforator disassembling.